Event description:
In 2009, the lay user/pt's relative contacted lifescan (lfs) alleging that the pt's one touch ultrasmart meter was powering off during use. The medical surveillance specialist (mss) spoke with the pt on feb 23, 2009, and obtained the following info. The pt reported that the alleged power issue began on the morning of original date. The pt stated that she began to take insulin (type and dose unk) to manage her diabetes just the day prior, and as a result of the issue, she skipped her morning dose. Approximately 3-4 hours after the alleged power issue began, the pt claimed she "broke out in a sweat." The pt associated the symptom with a low glucose and ate a salad. The pt reported feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the subject meter did not power off before the 2 minute period. Replacement products were sent to the pt. This complaint is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do no pass inspection in a supplemental report.